Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. It said to rewind and prime and it was giving them too much insulin and not enough insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. Unable to confirm motor error alarm and unable to perform any tests due to buttons unresponsive. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.